Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 50 for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a labelling problem. There was no patient contact.

Manufacturer narrative:
H10: additional information was received, and there is no alleged deficiency with this lot number. The file was reassessed for reportability and determined to be no longer reportable. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 50 for this event. H10: d4 (expiration date: 05/2024), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a labelling problem. There was no patient contact.